Event description:
Patient presented to the surgeon office complaining of deep abdominal pain that radiated to the back being severe described as sharp and throbbing, patient stated that the pain was worse after meals and with the neurostimulator on higher settings. Surgery was scheduled for a revision of the system. Due to the pain, the settings of the gastric stimulator were decreased, worsening the patient's symptoms. Prior to it the patient was doing well, with improvement in nausea and vomiting and had gain weight. Patient was taken back to surgery on (B)(6) 2024 for robotic implantation of j-tube and revision of leads. An egd was performed, there were no expose wires noted, surgeon revised leads that appear intact, as precautionary he did an omentum patch covering the leads. Follow-up with patient: she is doing well. There has been no more pain, and the settings are back to before the pain/throbbing started. Her symptoms are better. She is only doing tube feeds at night and has been able to eat.